Manufacturer narrative:
Concomitant medical products: product ID 3389, serial# unknown, product type: lead; product ID 3389, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported the patient had dystonic storm immediately after the stimulator device replacement surgery. The patient was sedated after continuous diprivan injections and administration of oxygen. It was gradually decreased afterward and discontinued on (B)(6) 2014. The event was related to the replacement surgery and not related to the device. Hospitalization was required due to the event. The event was considered resolved. Refer to manufacturer report # 3004209178-2013-20115 for information on device replacement surgery.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the healthcare professional of a clinical study reported that the patient had experienced dyspnea and difficulties breathing due to dystonic storm. Propofol intravenous injections were also required. Following diprivan/propofol injections and oxygenation the condition of the patient had calmed down. Propofol was also gradually decreased and diprivan, propofol and oxygen were discontinued on (B)(6).